Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for erratic blood glucose test results. Father is calling on behalf of the son. The customer's expected fasting blood glucose test result range is 80 to 180mg/dl. The customer feels well and did not report any symptoms. The test strip lot manufacturer's expiration date is 03/23/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). He states meter read 64mg/dl and then school nurse gave him 2 glucose tablets 10grams total. The school nurse retested and meter read 285mg/dl. The nurse tested blood gain immediately and meter read 166mg/dl.